Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " lymphadenopathy and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy and capsular contracture, baker grade unknown

Event description:
Healthcare professional reported "breast pain¿, ¿pain¿, ¿reaction of the axillary lymph node¿, ¿capsular contrature, baker grade unknown¿, ¿showing siliconomas¿ and ¿mild irritation at the sternoclavicular joint¿. This record is for the left side. Device was explanted.